Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery with a proglide device using the preclose technique prior to a thoracic aortic aneurysm (taa) interventional procedure. The arteriotomy was 6f. Reportedly, when the proglide plunger was retracted, a posterior cuff miss was noticed. Two additional proglide sutures were successfully placed using the preclose technique. The sheath was upsized to 22f and the taa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.